Event description:
It was reported that the patient was trying to adjust the volume on a feel program using the phone app and the phone lagged causing painful shocks. The intensity was too strong that the phone flew out of the patient's hand and the patient could not move to pick up the phone. The patient met with the representative for a device optimization and achieved complete coverage.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.